Event description:
It was reported that the procedure was to treat a de novo lesion located in the anterior tibial artery. No issues were noted during preparation of the device. During the attempt to inflate the 2.5 mm x 200 mm armada 14 balloon catheter the balloon ruptured on the first inflation at less than 2 atmospheres. The lesion was not calcified and no resistance was felt during advancement of the balloon catheter to the lesion. The device was removed without any issues and another unknown balloon was used to complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the mechanical damage and balloon rupture could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.